Event description:
At implant, the pump was filled with dilaudid 1 mg/ml. The patient was not doing well after surgery. A few days later, they thought the patient was getting too much drug (too drowsy), so they put the pump at .048 mg/day. It was not low enough, so they filled the pump with sterile water. It ran with sterile water for 2.5 days. They then filled the pump with .5 mg/ml and planned to run it at a minimum flow rate of .024 mg/day. The patient was reported to be a hospital in-patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.